Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk; unable to perform the a21 error test, unable to verify a33 alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test, off no power test and the displacement test. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed aa33 and that the alarm couldn't be cleared. It was reported that the customer discontinued use of the insulin pump and has reverted to insulin injections until the replacement would arrived. The customer's blood glucose values were not reported. No further information was provided.